Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an endoscopic liver surgery, the staples deployed malformed. Changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 5/11/2020. D4: batch #r59x7g. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with two reloads present. The reload (b) was received fully fired. The reload (c) was received unfired. The device was tested for functionality in the straight position with a returned cartridge reload (c) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the device performed without any difficulties noted.